Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up # 1 to report on 13/dec/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with a strattice device lot s10647 on (B)(6) 2010. The patient underwent a surgery for ¿recurrent ventral incisional hernia; implant of parietex mesh in a subfascial position¿ on (B)(6) 2012. The patient underwent a surgery for ¿hernia recurrence, dense adhesions, seroma lysis of adhesions, component separation, panniculectomy¿ on (B)(6) 2020. The patient underwent a surgery for ¿wound drainage; abdominal wound exploration, placement of wound vac¿ on (B)(6) 2021. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿hernia recurrence, seroma, dense adhesions, as well as mental anguish, severe and substantial emotional distress and loss of capacity for the enjoyment of life.¿ the form lists the conditions that were treated were ¿hernia recurrence¿ on or about (B)(6) 2012, ¿hernia recurrence, dense adhesions¿ on or about (B)(6) 2020, and ¿seroma¿ on or about (B)(6) 2021. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿gore dual mesh lot # 05530277,¿ on (B)(6) 2008. The form indicates that the device was removed on an unspecified date due to ¿mesh infection.¿ the patient was implanted with another non-abbvie device, ¿covidien parietex optimized composite mesh lot # plf00301,¿ on (B)(6) 2012. The form indicates that the device was not removed or revised. The patient was implanted with a third non-abbvie device, ¿bard soft mesh lot # huet0163 & huev0200,¿ on (B)(6) 2020. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s10647 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, d4, h6.